Event description:
Event desc: needlestick happened after IV was successfully placed in pt. Safety device did not cover needle tip when removing from the catheter. When nurse went to discard sharp, she was stuck by the unprotected needle. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stop working.) Device usage problem: device malfunction - that is the device did not do what it was supposed to. Add'l info received from the sales rep indicated the hosp initiated their policy for the treatment of a staff sustaining a needle stick. He attended a meeting at the hosp and was informed that the nurse converted. Add'l info provided by the dir of materials mgmt indicated that "from what he understands happened is that after the needle was withdrawn, it was laid down. When nurse went to pick it up, she received a needlestick. The tip of the needle was exposed approx 1/8 inch ". He confirmed that the nurse converted; however, he declined any other info on the status on the nurse or the pt. Althogh b. Braun made a request in writing for the return of the sample for eval, the materials dir indicated the needle is being retained by the risk mgmt dept and will not be returned for eval. He has offered that b. Braun may visit their facility to review the device.

Manufacturer narrative:
Medwatch # 4200820000-2007-8008 filed by materials supervisor, with a report date of 3/13/07 was received by b. Braun customer complaint dept on 5/15/07. Contact was made with who requested copies of postmark and documents for internal investigation for tardiness of forwarding the medwatch to b. Braun. The actual device was not returned to the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR. If further info becomes available through device eval, a follow-up report will be filed.